Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Two product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found samples appeared to be in good condition. Functional testing found no problem related to luer check valve was observed. The root cause of the issue was not determined.

Event description:
It was reported that the clinician is reporting that luer check valve for inflating the cuff gets stuck and air from the cuff is leaking. Discovered during pre-check. No patient injury. No medical intervention. No patient involvement.